Event description:
It was reported that the nurse stated that they have a neonate that was cooling at 33.5c since (B)(6). Nurse stated that they were changing the baby, and the rectal probe came out. They put the rectal probe back in place and now the patient¿s temp was reading 35.2c. The baby had been at target prior to changing. Second nurse in background mentioned the flow rate says low and was asking if that would affect it. Confirmed the water flow rate was 0.8 l/min. Discussed water flow rate with neonatal pads and informed nurse a water flow rate of 0.8 l/min was adequate. Recommended nurses watch it and call us back if it drops below 0.7 l/min. Suggested nurse confirm probe and cable was connected well. Suggested replacing the rectal probe and confirm with a secondary temperature source if possible. Nurse noted the probe did feel loose. Nurse reconnected probe and patient temp reading 33.3c. Encouraged nurse to call back with any issues.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a neonate that was cooling at 33.5c since 12/31. Nurse stated that they were changing the baby, and the rectal probe came out. They put the rectal probe back in place and now the patient¿s temp was reading 35.2c. The baby had been at target prior to changing. Second nurse in background mentioned the flow rate says low and was asking if that would affect it. Confirmed the water flow rate was 0.8 l/min. Discussed water flow rate with neonatal pads and informed nurse a water flow rate of 0.8 l/min was adequate. Recommended nurses watch it and call us back if it drops below 0.7 l/min. Suggested nurse confirm probe and cable was connected well. Suggested replacing the rectal probe and confirm with a secondary temperature source if possible. Nurse noted the probe did feel loose. Nurse reconnected probe and patient temp reading 33.3c. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d,g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a neonate that was cooling at 33.5c since (B)(6). Nurse stated that they were changing the baby, and the rectal probe came out. They put the rectal probe back in place and now the patient¿s temp was reading 35.2c. The baby had been at target prior to changing. Second nurse in background mentioned the flow rate says low and was asking if that would affect it. Confirmed the water flow rate was 0.8 l/min. Discussed water flow rate with neonatal pads and informed nurse a water flow rate of 0.8 l/min was adequate. Recommended nurses watch it and call us back if it drops below 0.7 l/min. Suggested nurse confirm probe and cable was connected well. Suggested replacing the rectal probe and confirm with a secondary temperature source if possible. Nurse noted the probe did feel loose. Nurse reconnected probe and patient temp reading 33.3c. Encouraged nurse to call back with any issues.